Event description:
Edwards received notification from hungary that this patient with a 29mm valve of unknown model implanted in mitral position underwent a valve-in-valve procedure after an implant duration of at least four (4) years and eight (8) months due to restenosis (mean gradient 24mmhg, pulmonary pressure 68+). A transcatheter valve was successfully implanted in replacement.

Manufacturer narrative:
D6a. If implanted, give date. The implant date is only known as "2020". Therefore, 31 dec 2020 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. A pre-procedure computed tomography report was available. Per imaging evaluation, no apparent leaflet calcification, qualitatively leaflets appear slightly thickened. The subject device is not available for evaluation as it remains implanted in the patient. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to stenosis. Therefore, a definitive root cause cannot be conclusively determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.